Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that during preparation of the inlet pipe of a faradrive sheath that was selected for use for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation and while flushing the faradrive sheath, it was observed that the valve was damaged. The sheath was visibly leaking air, and bubbles were seen in the sheath. The sheath was replaced and procedure was completed without patient complications. Product return is expected. Further information was received in response reporting that the bubbles were observed in the flushing line and the sheath shaft. No air was seen in the patient and the physician supposed that the valve was damaged, due to air leak during flushing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the inlet pipe of a faradrive sheath that was selected for use for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation and while flushing the faradrive sheath, it was observed that the valve was damaged. The sheath was visibly leaking air and bubbles were seen in the sheath. The sheath was replaced and procedure was completed without patient complications.